Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse replaced the battery and ran operational tests. The device passed testing and is ready for clinical use.

Event description:
It was reported that the customer's battery was more than 5 years old and needed replacement. It was reported that there was no patient involvement.